Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor not working/high pitched noise) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt called zoll customer support to report that his monitor was making a "screeching" sound and it would not power up. The pt was issued a replacement monitor.